Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to replace the lost fixture as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct catalog number is 92129; not 90432 as previously reported. This report is filed (B)(4) 2013.